Event description:
The hcp reported the pt has been experiencing intermittent symptom control. The estimated reservoir volume was 3cc and the actual was 8cc. "They have already replaced catheter which seemed to help problem for one refill interval." A follow up report will be sent when additional information is received.